Event description:
It was reported that patient underwent revision knee arthroplasty to an orthopaedic salvage system (oss) on (B)(6), 2011. A subsequent revision procedure was performed on (B)(6), 2012 due to pain and hyperextension of the knee. The femoral component was removed and replaced with a larger size. The bushings and lock pin were also removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, alignment and fixation of the implant components, or absence of, or nonfunctioning quadriceps mechanism may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." "Intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 4 of 5 mdrs filed for the same event (reference 1825034-2012-01096 / 01100).